Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
The surgery center reported that a laser vision correction patient presented with a superior corneal epithelial defect in the left eye (os) at the 1-month post exam. The patient¿s chief complaint was of acute onset of pain in the os upon awakening and commented that pain was present upon awakening on the day of the follow up exam in the morning, superior. No other ocular symptoms were reported. A bandage contact lens was placed and the os was treated with an increase in antibiotics. Pre-op best corrected visual acuity (bcva) from (B)(6) 2018: right eye (od) pre-op 20/20 -1.00 x -1.50 x 150, left eye (os) pre-op 20/20 -.25 x -1.25 x 60.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.